Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test and self test. Device passed self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted. However corroded battery cap contact noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were not responding at all. The customer's blood glucose level was 340 mg/dl at the time of the incident and was treated with a shot. It was reported that the customer was doing okay. The customer informed that the insulin pump had a battery out limit alarm during normal and were unable to clear the alarm. The customer had high blood glucose due to the insulin pump not working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.